Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements ultimately reaching a high out of range measurement of greater than 2000 ohms approximately two months ago. This triggered a lead safety switch (lss) resulting in the rv lead being automatically switched from the bipolar to the unipolar configuration. Five days after the lss, there was a five second pacing pause observed. Boston scientific technical services (ts) indicated that this pacing inhibition was due to myopotential oversensing with the lead in the unipolar configuration. It was noted that the patient was subsequently brought into the clinic and the rv lead was reprogrammed to a bipolar sensing and unipolar pacing configuration and an output of 5 volts, as the patient is pace therapy dependent. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements ultimately reaching a high out of range measurement of greater than 2000 ohms approximately two months ago. This triggered a lead safety switch (lss) resulting in the rv lead being automatically switched from the bipolar to the unipolar configuration. Five days after the lss, there was a five second pacing pause observed. Boston scientific technical services (ts) indicated that this pacing inhibition was due to myopotential oversensing with the lead in the unipolar configuration. It was noted that the patient was subsequently brought into the clinic and the rv lead was reprogrammed to a bipolar sensing and unipolar pacing configuration and an output of 5 volts, as the patient is pace therapy dependent. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced during a surgical procedure to upgrade therapy from a pacemaker system to a cardiac resynchronization therapy pacemaker (crt-p) system. The rv lead was noted to exhibit fracture. No additional adverse patient effects were reported.